Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touchscreen was not responding in the lower right corner. No patient or user harm was reported.